Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and provided instructions to remove the cartridge from the pump and deliver a bolus, which was completed successfully. However, the customer was unable to reload the original cartridge as the alarm recurred. Consequently, technical support assisted the caller in loading a new cartridge and decided to replace both the pump and the original cartridge. The customer will use multiple daily injections as backup therapy until the replacement pump, which includes updated software, arrives. Technical support also provided instructions for returning the malfunctioning pump and programming the new device.